Event description:
The micro drill long straight attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device failed for heat due to corrosion affecting the components including the bearings. The attachment is not a repairable device and will therefore, not be returned to the user facility.